Event description:
It was reported that the lead exhibited noise with manipulation of the pulse generator. Also noted was that lead impedance had increased from 400 ohms bipolar at the last check, to 800 ohms in 2009.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.